Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Physician reported a patient with capsular contracture I, seroma and ruptured device. The left breast is smaller than the right breast. There is no fever, no reddening, no overheating. The chest feels soft. Sonographically, there is a small amount of fluid around the implant. The chest is tender. The device was explanted. Left side.